Manufacturer narrative:
(B)(4) date sent: 8/16/2023 additional information was requested and the following was received: does the surgeon believe that the ethicon device cause or contributed to the event, or were there other patient tissue factors? Originally surgeon thought it was the stapler but due to the time involved between first surgery and presented at ER six months later and after several discussions he believed in general, the patients diet and density of food, was a factor in the anastomosis failing. Further I asked the surgeon if he was positive the leak was at the anastomosis and his response was ¿no there is too much inflammation to get the scope to the affect area. What were the indications for surgery? I can try to get from the surgeon. I don¿t recall. What is the product code for the device that was used in the procedure? Unknown size but it was a powered circular stapler. What is the lot number for the device that was used in the procedure? Unknown. Device was discarded. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Can check with surgeon. Were there any issues experienced with the device in the initial surgical procedure? None to our knowledge. What healthcare professional fired the device and what is his/her experience with the device? Normally the pa fires the stapler. Has fired many times prior to this case. What was the purse string technique that was used? The surgeon does normally use a purse string technique. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? None noted. What confirmation was received that the device completed the firing sequence? Unknown was the green checkmark visible at the end of the firing? Unknown how many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown was there any difficulty removing the device? Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. The description indicates two complete anastomotic rings. Were there any issues noted with staple formation? If so, please describe the shape and location. None noted how was the leak identified? 6 weeks post op patient presented to ER. What was observed at the site of the leak upon reoperation? Patient diverted. Too much inflammation to observe the anastomosis. What is the current patient status? Patient is still diverted. Surgeon scoped patient recently and said anastomosis is reduced in size but believes at some future time the patient can be undiverted.

Manufacturer narrative:
(B)(4). Date sent: 4/17/2023. Batch # unk. Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that six weeks post-op to the robotic sigmoid colon resection procedure that was converted to an open procedure. Case went normal, a powered circular stapler was used (not sure of the size). Anastomotic rings were normal and formed. No unusual noises. Scope using a proctoscope was used and the colon was insufflated with air. No leaks detected. On april 8 the patient was admitted to the hospital and a fluro enigma was performed indicating an anastomotic leak was present. The patient underwent surgery on april 10 to repair. Approximately 500 ccs of pus were suctioned from the patient¿s pelvis. Due to the inflammatory nature of the tissue, it was not feasible to respect to the anastomosis. The surgeon decided to perform a transverse diversion and create a colostomy. The surgeon did notice the patient was not exhibiting any vitals consistent with sepsis and the wound was breaking down and dehiscing. He commented that maybe other factors were at play causing the issues which had not yet been determined. He commented best case conclusion was the patient would remain diverted for six months and evaluate at that time if a connection of the colon can be made. Rep was present in case. The patient did experience an adverse event. Patient contracted sepsis due to anastomotic leak, other medical intervention was second operation to clean a divert.